Event description:
The patient care specialist contacted dexcom technical support on (B)(6) 2015, to report that the patient developed an allergy to the adhesive of the sensor. When the sensor was removed, there was is blister and rash. On (B)(6) 2015, the patient was taken to see his health care professional who examined the rash and advised the patient's mother to use a spray adhesive called tuf-skin prior to inserting the sensor so it can be worn without irritation. The patient is reported to be doing fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported rash cannot be confirmed. However, it should be noted that the dexcom g4® platinum pediatric continuous glucose monitoring system user's guide states, "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration)."

Event description:
The patient care specialist contacted dexcom technical support on (B)(6) 2015, to report that the patient developed an allergy to the adhesive of the sensor on (B)(6) 2015. When the sensor was removed, there was is blister and rash. On (B)(6) 2015, the patient was taken to see his health care professional who examined the rash and advised the patient's mother to use a spray adhesive called tuf-skin prior to inserting the sensor so it can be worn without irritation. The patient is reported to be doing fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).